Event description:
It was reported that a trial crossflow pump exhibited fluctuating pressure during the procedure. The sales rep was present in the procedure and reports that once primed and crimped off the pressure read 145mmhg (normal), but once the crimper was release the pressure dropped much lower that normal. While the surgeon was in the diagnostic stage the pressure dropped to zero for a while, which affected visibility. The sales rep further reported that within a split second the pressure increased back to 145mmhg. This caused swelling in the patella, thus delaying the surgery to stop the pump and allow the flow to reduce. The pump was reprimed and the scope was reinserted into the joint, but again the pressure reduce much slower until eventually reaching zero. Then another pressure increase to 250 mmhg which caused swelling in posterior compartment of the knee. The surgery was stopped again and a competitor pump was used to complete the surgery. In result to this issue the tourniquet had to be removed and put back on. The total delay is unknown and the additional time is the surgery is not yet established. The adverse consequence to the patient is swelling and additional time in surgery.

Manufacturer narrative:
The product was returned but the failure mode was not confirmed. The pump was received with the warranty seal broken. The pump was visually inspected and presence of physical damage is seen. The pump was then visually inspected for burnt/damaged components on all (printed circuit board assembly) pcbas and none were found. Additionally, the pressure sensor and stepper motors were visually inspected for physical damage and none was found. Tests were performed to replicate the complaint failure mode and it was confirmed that the pump was able to recover and maintain the set pressures. The critical error log was also reviewed and there were no errors related to the failure mode described in the complaint. Since the investigation concluded that the pump was functioning properly and that the alleged failure mode was not able to be confirmed, the factor(s) contributing to the cause of the swollen joint could be (1) user error and/or (2) unintended manipulation of the joint. The factor contributing to the cause of the physical damage (chassis cover) could be user mishandling. The product was returned for investigation but the reported failure mode was not confirmed. The failure mode will be monitored for future reoccurrence.

Manufacturer narrative:
Additional information will be provided once the investigation has been completed.

Event description:
It was reported that a trial crossflow pump exhibited fluctuating pressure during the procedure. The sales rep was present in the procedure and reports that once primed and crimped off the pressure read 145mmhg (normal), but once the crimper was release the pressure dropped much lower that normal. While the surgeon was in the diagnostic stage the pressure dropped to zero for a while, which affected visibility. The sales rep further reported that within a split second the pressure increased back to 145mmhg. This caused swelling in the patella, thus delaying the surgery to stop the pump and allow the flow to reduce. The pump was reprimed and the scope was reinserted into the joint, but again the pressure reduce much slower until eventually reaching zero. Then another pressure increase to 250 mmhg which caused swelling in posterior compartment of the knee. The surgery was stopped again and a competitor pump was used to complete the surgery. In result to this issue the tourniquet had to be removed and put back on. The total delay is unknown and the additional time is the surgery is not yet established. The adverse consequence to the patient is swelling and additional time in surgery.